Event description:
It was reported that the filter was extremely difficult to advance and deploy. It was also noted that after the legs opened, the delivery system wire was caught on one of the legs. The physician tried to free the leg three times and ultimately was successful. During the process, the filter was pulled caudally 2+cm off the intended location. The physician plans to remove the filter.